Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the user noticed blood saturated patient clothing, upon closer observation a minibore extension set hub broke off into the maxplus connector when attached to a broviac catheter. The user stated that it was unknown which set broke initially.